Manufacturer narrative:
The interface was received for evaluation. A visual assessment of the returned sample no obvious non-conformity. The interface was installed into a calibrated system. The system message (sm) was triggered after boot-up sequence completed, replicating the reported event. A nonconformity component, was determined to be the root cause the root cause of the reported event can be attributed to nonconforming component. An internal investigation was opened for this issue. (B)(4)

Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. (B)(4).

Event description:
A customer reported that the laser portion of the case could not be completed. Additional information has been requested.

Manufacturer narrative:
The company service representative examined the system and replicated the reported event. The company service representative observed the sm at laser power up. The nonconforming laser breakout printed circuit board (pcb) was replaced to resolve the issue. Unrelated to the reported event, the company service representative observed that the extrusion was sluggish at high vacuum during one case. The pneumatic module was replaced for diagnostic purposes. The system was then tested and met all product specifications. The system manufacturing device history record (DHR) was reviewed. Based on qa assessment, the product met specifications at the time of release. The root cause of the reported event can be attributed to nonconforming laser breakout pcb. The manufacturer internal reference number is: (B)(4).

Manufacturer narrative:
The manufacturer internal reference number is: (B)(4).

Event description:
Additional information received states the laser probe was changed 3 times and unspecified error code continued to display. The surgery was completed with the same console, however, the surgeon opted not to do the laser.